Event description:
Valve regulator on small oxygen tank failed causing tank to damage bed pt was in. Resident bumped head on nightstand. Pt sent to ER for safety and returned to facility. Oxygen tank vendor conducting investigation. Tank was not in use when valve disengaged. This incident caused pt to fall out of bed. MFR # 3003900188-2005-00001.